Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The wireguard was strongly bent which may have contributed to the fatigue fracture. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Roughly at the beginning of (B)(6) 2021 the user heard a "pop" while lying down and not wearing his processor. After a few day the sound faded completely and the recipient can no longer hear with the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Roughly at the beginning of (B)(6) 2021 the user heard a "pop" while lying down and not wearing his processor. After a few day the sound faded completely and the recipient can no longer hear with the device.